Manufacturer narrative:
Additional information: h6, h11. H11: prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a white precipitate matter inside the set access post-pump pod. The customer indicated that futhan was used in the reported event. This medication for injection is a non-vantive anticoagulant approved for use in the asia pacific market. It is known to cause cloudiness when dissolved in a physiological saline solution. This type of particulate was previously identified during lab analysis as a crystal containing nafamostat, or futhan. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The condition was determined to be not product related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "strange foreign substance" was observed in the pressure pod of a prismaflex st100 set during priming with futhan. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.